Event description:
It was reported that 1 unspecified bd¿ syringe had a damaged needle shield. The following information was provided by the initial reporter : it was reported that previously returned samples included unlisted 12.7mm syringes one of which featured a crushed needle shield.

Manufacturer narrative:
Investigation summary: customer returned (2) 0.5ml syringes. The first syringe had a crumpled plunger cap with some other damage towards the base of the syringe body. The second syringe had a needle shield that was crushed towards its distal tip and bent to one side. It is not immediately believed that the damage was caused to either syringe by a user, as the plunger cap and needle shield could easily be removed by hand. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined.

Event description:
It was reported that 1 unspecified bd¿ syringe had a damaged needle shield. The following information was provided by the initial reporter: it was reported that previously returned samples included unlisted 12.7mm syringes one of which featured a crushed needle shield.

Manufacturer narrative:
Date of event: unknown. The date sample received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.